Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the patient was brought into the clinic for troubleshooting. There was no indication of a device issue. The threshold was slightly elevated so the output was reprogrammed. The plan is to continue monitoring the patient. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited low out-of-range pace impedance measurements. This product remains in service. No adverse patient effects were reported.